Event description:
This lead was capped and replaced due to high pacing thresholds. There are no adverse events reported for this patient. The hospital retained this device. Should add¿l info become available this file will be updated.